Event description:
Covidien rec'd info of a constant alarm. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found an error code indicating the graphic user interface (gui) key was stuck. The cse replaced the gui keyboard, which resolved the reported issue. The ventilator passed self testing. (B)(4).